Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reportedly due to an unspecified fungal infection, however, no further detail was provided. Treatment was unknown. On unreported dates, the patient was hospitalized for an unspecified indication and during the hospitalization, dianeal therapies were discontinued (not further specified). On an unreported date, the peritonitis was resolved and the patient was recovered from the event. No additional information is available.